Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, the physician successfully used the sep8 with an indigo system aspiration catheter 8 (cat8) to remove thrombus. While retracting the sep8, the technologist encountered resistance as there was clot all around the sep8 bulb and into the rotating hemostasis valve (rhv). After removal, the physician noticed that the sep8 bulb was missing yet the wire was intact. It was believed that the sep8 bulb was aspirated. There was still a small amount of clot remaining in the patient. Therefore, the physician completed the procedure using just the cat8. There was no report of an adverse effect to the patient.